Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult to position on guide wire and difficult to remove from guide wire were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a narrow and 90% stenosed right coronary artery (rca). A non-abbott guide wire was advanced to the lesion and a 2.0 x 15 mm mini trek was used for pre-dilatation and a 2.75 x 28 mm xience v was implanted. A 3.0 x 23 mm xience v stent delivery system (sds) was being advanced over the non-abbott guide wire to treat the mid rca; however the sds got stuck on the proximal end of the guide wire and the two devices had to be removed as a single unit. A new non-abbott guide wire was advanced to the lesion and another 3.0 x 23 mm xience v was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.